Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 13 inappropriate shocks within one hour due to significant drop in signal amplitude. One of the inappropriate shocks was delivered on the t-wave triggering ventricular fibrillation (vf) which was successfully terminated. At the time of the episodes, the patient reported that they were sitting at the kitchen table. The patient was hospitalized and the device was deactivated. The physician is reviewing the indications for therapy to evaluate if the patient has an ICD indication or if the device will be explanted. Additional information received indicates that an echocardiography was performed and the patient's ejection fraction (ef) has improved to 45%. The device remains implanted but deactivated. The patient was discharged home and will be seen again in three months.